Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and delamination was found in the join of the filter with the tube. Leak testing was performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter which confirmed the defect. Based on the evidence, the complaint was confirmed, and the problem source was manufacturing.

Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking at the filter was noted. It was reported that the leaking was in the filter and specifically in the little "hole" in the middle of the lower circle area of the filter. No reported adverse effects.